Event description:
The user facility reported that an employee was removing a load from the sterilizer after a completed cycle and she had heard "clicks" from the latch on the carriage which confirmed that the carriage was ready to detach. The employee backed away from the sterilizer and she noticed that the load was starting to slide forward. No injuries to hospital staff or patient or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and found that the carriage was operating properly; no issues were noted. Through customer feedback and field service experience, steris has learned that evolution transfer carriage users may experience premature wear of loading car components. Users may also experience difficulty in loading and unloading the evolution sterilizer due to the carriage not performing as intended. This issue is the object of a voluntary field correction initiated by steris corporation on (B)(4) 2012 (recall # 3005899764-2012-03/19/2012-001-c) of evolution transfer carriages. As part of the voluntary field correction, steris developed a series of hardware improvements to the transfer carriage to enhance the reliability and operation. It is important to note that these issues do not affect the sterilization of instruments processed in the sterilizer. The transfer carriage subject of the reported event was removed from service.